Event description:
Customer reported the interconnect cable won't connect to the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable connector. System operates as intended.